Event description:
The customer alleged that they are seeing residual cidex opa from the scopes. The customer stated that when they alcohol flush the scopes after the disinfect cycle, they notice disinfectant leaking out of the scope. They were to check their cleaning procedures regarding the amount of detergent used. There were no injuries reported. The customer did not respond to asp's attempts in retrieving more information.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, health hazard evaluation and the system hazard use misuse analysis. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer was reviewed for six months, from (B)(4) 2009 to (B)(4) 2010, and shows no similar residual fluid related issues with the unit. Trending analysis for ''scope residual liquid post processing" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed and showed that all residual fluid failure modes have overall risk numbers (rpn) below the threshold of 100. The hhes for where patients who had direct exposure to cidex opa was reviewed. The highest risk index was found to be 6, which was still considered to be ''low risk.'' The shuma (system hazard use misuse analysis) showed that all residual opa hazards had risk numbers of 3 or lower, which are all in 'category I', or 'broadly acceptable risk'. Since there is no response from the customer, the cause of the issue could not be determined due to insufficient information.